Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analyzed. The available trend curves showed a stable ventricular pacing impedance around 850 ohms between (B)(6) 2016 and and (B)(6) 2017 with a subsequent sudden increase up to 1200 ohms. The pacing impedance test during the follow up on (B)(6) 2017 demonstrated a value of greater than 3000 ohms. Furthermore the provided iegms were inspected confirming noise artefacts on the ff-, rv- and on the ra-channel. Based on the available projection of the x-ray image an interaction of the rv lead with the ra lead cannot be excluded. However, in spite of the available information, no definite conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that this lead was capped and replaced due to pacing impedances out of range. Impedances were greater than 3000 ohms and oversensing was suspected.